Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were delivered a crossed. First applier: clips were delivered across. Second applier: two clips at the same time were delivered across. Flawed clips were removed and another like device was used. There were no adverse consequences to the patient.